Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, the pressure transducer test, safety valve test, flow transducer test and o2 cell/sensor test failed during pre-use check. On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to provided information, replacement of the nozzle unit on o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Provided photo confirmed physical damage of the nozzle unit. Based on technician statement, the nozzle units were never replaced. It was not clarified why the pm kit was not replaced according to the manufacturer¿s specification; hence the root cause is not determined. A correction of field # d1 brand name and # d4 version or model # was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).